Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2218-50, serial: (B)(4), batch: 16923617 / 16923727.

Event description:
It was reported that the patient was experiencing discomfort at the ipg site and was also having difficulty charging the ipg. It was noted that the patients ipg site felt lower than when it was initially implanted due to weight loss. The patient underwent a spinal cord stimulator (scs) system explant procedure and was doing well postoperatively. The explanted devices were discarded.